Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Bur was not returned for evaluation.

Event description:
It was reported that during testing, prior to surgery, the bur broke and was stuck in the attachment. It was also reported that was no patient involvement, no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The associated attachment (B)(4) was returned and no issues were identified that contributed to this event. The unknown bur was not returned for evaluation.

Event description:
It was reported that during testing, prior to surgery, the bur broke and was stuck in the attachment. It was also reported that was no patient involvement, no delay and no adverse consequences as a result of this event.